Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing.

Event description:
The user facility in (B)(6) reported while cutting the anterior vitreous body, a problem occurred with the vitrectomy cutter causing the anterior segment of the retina to be pulled. The surgery was immediately stopped and the cutter was replaced with a new vitrectomy cutter. No serious consequences such as retinal detachment. On the eighth day after surgery, the patient complained of slight foreign body sensation in the eyes, but no other discomfort. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
Customer informed b&l that the product was discarded and will not be returned for analysis, so a root cause could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.